Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy due to oversensing on the right ventricular (rv) lead. Technical services (ts) was consulted and advised the oversensing was possible electromagnetic interference (emi). Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. The device and lead remain in service. No additional adverse patient effects were reported.